Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint and revealed the external battery connector was defective. The external battery was replaced to address the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a power source detection issue. There was no patient harm or serious injury reported as a result of this incident.